Event description:
During install, chiller 2 does not pump water.

Manufacturer narrative:
The problem was due to defective pump (not working) inside the chiller. After the chiller replacement, the laser system restarted to work. We are unaware about patient injury.